Event description:
It was reported that customer had been having low blood glucose almost every night and caller requested for settings to be changed. Caller reports that paramedics were called due to customer's blood glucose dropping to 31 mg/dl. While waiting for paramedics, customer treated low blood glucose with juice and did not need to be treated. Caller was advised to call healthcare professional for settings. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.